Event description:
The customer contact reported air in the tubing. The tubing set was being used to deliver an unspecified volume of total parenteral nutrition, at an unspecified rate, via a symbiq pump. After an unspecified length of time, an unspecified volume of air was noted an unspecified location in the tubing set. It was reported that a syringe was connected to the distal clave y-site of the tubing set and the air was removed. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.